Manufacturer narrative:
G4: 08jun2020. B4: 17jun2020. Failure analysis on the returned touchscreen shows that this touch screen failed due to multiple resistance failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The service technician reported the touchscreen was unresponsive during preventive maintenance. The technician verified the reported problem. The unit was not in use on a patient. The technician replaced the touchscreen to address the reported problem.